Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility patient care technician reported that a dialyzer blood leak occurred an hour after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak, however the leak was not visually observed by the staff and it is unknown where the leak occurred within the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a ¿blood leak¿ alarm. Blood leak test strips were used and tested positive for the presence of blood. It was confirmed there was no defect or damage seen on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available for return to the manufacturer and a sample return kit has been sent to the customer for return of the product.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the gross visual examination of the sample, no defects or irregularities were visually observed on the dialyzer. The returned sample was subjected to a laboratory bubble point test. The leak was detected as a steady stream of bubbles were coming from the cut surface at approximately 0° on the non-cavity ID end, with the ports positioned at 0°. The dialyzer was then subjected to destructive disassembly for further visual examination. Upon extraction of the fiber bundle, a fiber fragment was noted from the same area as the leak. The fiber fragment measured 1.0 inch from the potting surface, and an opposing end could not be isolated. Further examination of the fiber bundle did not reveal any other damage or irregularities. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility patient care technician reported that a dialyzer blood leak occurred an hour after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak, however the leak was not visually observed by the staff and it is unknown where the leak occurred within the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a ¿blood leak¿ alarm. Blood leak test strips were used and tested positive for the presence of blood. It was confirmed there was no defect or damage seen on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available for return to the manufacturer and a sample return kit has been sent to the customer for return of the product.